Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer removed the battery and insert new one but problem persist. The customer stated that after 2 seconds the display goes blank and no other reaction is seen.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to battery tube power connector not fully connected into j7 on the printed circuit board assembly. The insulin pump was tested after reconnecting power connector and operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had with minor scratched display window and minor scratched case.